Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient has had nothing but serious symptoms ever since the pump was put in. It was reported the patient's muscles in their arms and legs had been twitching and they had severe cognitive confusion, nausea, and vertigo. The patient also had severe problems with pain at the pump site and the doctor decreased the amount of morphine in the pump and had to be taken to the hospital for four days. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller stated they might end up going to the emergency room (ER) today and wondered if there was a way to turn off the pump.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that on (B)(6) 2024, the pump medication was changed from morphine to hydromorphone. When asked about the cause of the muscle twitching, nausea, and confusion, the hcp stated that it might be a reaction to the intrathecal medication. The symptoms improved with switching to hydromorphone. Additional information was received from the patient representative (caller). It was reported that they called back and stated that the patient had been dealing with a lot of problems since the pump was implanted. The caller believed that the issues were related to the medication more than anything else. The caller stated the patient had issues with their "mental state". The patient stated they thought it has to do with the fact the medication was being delivered via the central nervous system. The caller stated the patient experienced pain at the pump site but that pain went away but once the morphine was put in 2 weeks after implant, that's when the patient started having issues with their memory and such. The caller stated the morphine was taken out and replaced with hydromorphone about a week ago which has not resolved the issue. The caller stated they have an hcp appointment on monday (B)(6) 2024). The manufacturer's patient services specialist (pss) reviewed information and resources available to hcps and redirected the caller to the patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.